Event description:
The patient's left knee was revised due to pain. No components were found to be loose.

Manufacturer narrative:
An event regarding revision due to pain involving a triathlon insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were provided for review with a clinical consultant. Device history review: DHR records indicate that all devices were manufactured and accepted into final stock with no discrepancies. Complaint history review: review indicates that there have been no other events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient's left knee was revised due to pain. No components were found to be loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. No further information will be provided by the hospital or surgeon due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.